Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient had intermittent burning pain at their ins site that has increased in frequency and duration. There were no known causes for the issue. The rep suspects that there is fluid accumulation in the ins header that is causing the burning pain that is intermittent but increasing in frequency and duration. The rep asked that the patient schedule a follow up appointment with their healthcare professional (hcp). The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-26. It was reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2017 and his issues completely resolved. There were no further complications reported or anticipated.